Manufacturer narrative:
Patient's weight unk. The device was discarded; thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture and non function. A spectranetics lead locking device was inserted into the rv lead to provide traction. While attempting to use a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath to aid in extraction, it was discovered the patient's vasculature was occluded before the glidelight device ever entered the vein. While gaining vascular access with other tools (including a spectranetics tightrail sub-c rotating dilator sheath), the rv popped free when applying minimal traction from the lld. Shortly afterwards, the patient's blood pressure declined slowly. Rescue efforts began; an rv perforation was diagnosed via transesophageal echocardiography (tee). Pericardiocentesis was performed, but a clot was present. Two surgeons scrubbed in for repair; sternotomy was performed, and repair to the rv perforation was successful. It was determined that the rv lead was initially implanted extra-cardiac in the free wall of the patient's right ventricle, and when barely manipulated (traction), the lead came free from the hole it had occupied. The procedure was completed and the patient survived the procedure, was released from the hospital and is recovering. This report captures the lld providing traction to the rv lead when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.